Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The procedure was done under general anesthesia. The physician noted on ultrasound and magnetic resonance imaging (MRI) that 7cc of the gel appeared in the rectum. It was confirmed, the gel was difficult to place due to adhesion from prior brachytherapy and previous seed radiation therapy. The patient experienced pain and discomfort. The patient is already on androgen deprivation therapy, the physicians decided it would be best to wait until the gel resorbed the patient will receive external beam radiation therapy (ebrt).